Event description:
When opening product, staff noticed something black inside the packaging. In looking closer, black bug/fly (2) seen inside the package along with the banana blade. Product not used. No pt affected.